Event description:
It was reported that the pump showed data transfer message and system failure force sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was cracked on lower left front corner of top case and on right plunger case, and missing rubber feet. The event history log (ehl) showed data transfer recommended and force sensor test error. At power up, the reported issues were confirmed and unable to calibrate the force sensor at high standard. Data transfer issue was due to memory full and force sensor test failure was due to broken screw-boss on left plunger case as a result of the customer's impact to the device. Action(s) taken to mitigate the reported issue(s): downloaded pump history into toolbox software and replaced left plunger case; performed power up process and all functional testing passed.